Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right atrial (ra) lead triggered a lead integrity alert (lia) for undefined high pacing impedance and exhibited high threshold and decreased p-waves. There was a suspected fracture and the lead was revised. The right ventricular (rv) lead exhibited a lia for undefined high pacing impedance, and it was suspected to have been caused by an attempted atrial lead revision. It was further reported by the patient that since their pacemaker was implanted, ¿one or two of the leads disconnected and it was an emergency situation.¿ the patient also stated that the pacemaker was ¿modified¿ and that they were told that their pacemaker ¿has 4 leads but you only need two so we snipped the others off." The patient called approximately two weeks later and stated that "one of the leads had come out", was short circuiting in their diaphragm and they were very uncomfortable. The patient reiterated that they were rushed to an emergency room. An MRI was performed but was not recommended as the patient¿s system is not mr-conditional. The patient was encouraged to follow up with their heart doctor. The ra lead was capped, and the rv lead remains in use. No further patient complications have been reported as a result of this event.